Event description:
Pump declared an altitude alarm, prompting the customer to engage technical support. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, such as cleaning the speaker holes and trying a new cartridge, but the alarm recurred. Technical support decided to replace both the pump and cartridge, confirming that the replacement would be sent and the customer would use manual insulin delivery in the meantime. Customer acknowledged instructions for returning the problematic pump.